Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: failure problem type: failure mode: case resolution: tech has error code 200.5040 on 8100 unit, the error has to with software compatible with software on 8015 unit will need to reflash software on the 8100 unit to the correct version, tech has asm v12.0 , walk tech through step to open up his config. Package his profile was not setup, walk him through setup his profile and made it active, at this time he can't flash unit, I explain what the name of the cd but also ask his office if they have the flash file for v9.33 if so they can email it to him. And from there call us back we can help him get file load into his profile and then once it done walk him reflash the unit. Tech thank me for my assist.